Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: "if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl and trace ketones. Reportedly, the customer received an incomplete bolus alert after attempting to deliver a bolus. Additionally, customer's continuous glucose monitor was not available due to a non-tandem sensor issue. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.